Event description:
It has been reported that the intra-aortic balloon (iab) was inserted and the "connection broke off." The head nurse from the dept of the cath lab stated that the event involved a male pt, 159 cm in height who arrived from the ER (emergency room). Indication for intra-aortic balloon pump (iabp) therapy: ef (ejection fraction) only 10% very ill pt with fat "atriumfibrilation." While in the intensive cre unit (ICU) the md prepped the fiberoptic sensor (fos) iab and when inserting the fos into the pump the fos would not zero. Per the head rn, the md tried to zero the fos several times without success. Due to the patient's condition the md used a new 30 cc iab with success. The iabp therapy was delayed, however the timeframe is unk. The pt outcome is unk. Add'l info received stated the md inserted a second iab-05830-lws successfully. The pt outcome is listed as "still alive".

Manufacturer narrative:
(B)(4).